Manufacturer narrative:
(B)(4). Method: the complaint chamber was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked, starting at the base below one of the chamber ports and stretching upwards. A lot check revealed one other similar complaint for lot 121004. Conclusion: the hospital has informed us that the mr290 chamber was being used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. When questioned, the hospital confirmed that an sle2000 ventilator was being used but was unable to supply the pressure settings used at the time of the event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that water leak occurred from the mr290 autofeed chamber, between the chamber dome and the base plate. No patient consequence was reported.